Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the raceway where the connector is bonded and it was leaking blood during the procedure. The product was not changed out, there was 5 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.